Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records, including operative report, detailing ¿previous ptfe mesh¿ were not provided.] (B)(6) 2003: (B)(6) medical center. Perioperative nursing record. Ventral hernia. Status post multiple renal surgeries x 5. Weight 164 lbs, non-smoker. Surgical history: ventral hernia repair x 2, status post bilateral oophorectomy. History of heart murmur, turner syndrome, kidney stones and horseshoe kidney. (B)(6) 2013: (B)(6) healthcare system. (B)(6), md. Operative report. Assistant: dr. (B)(6). Resident: dr. (B)(6). Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: recurrent ventral incisional hernia measuring 9 centimeters x 21- ½ centimeters. Procedure planned: laparoscopic ventral hernia repair. Procedure performed: laparoscopic ventral hernia repair with placement of 18 centimeters x 30 centimeters ptfe mesh. Anesthesia: general anesthesia. Preoperative antibiotics: 1 gram of ancef intravenously. Intraoperative blood loss: 30 cc. Intraoperative fluids: 3, 000 cc of lactated ringer¿s. Urine output: 300 cc. Indications for procedure: this patient is a 32-year-old female who has undergone multiple laparotomies for renal surgeries. Additionally, she has had two previous ventral hernia repairs once with mesh. She, on physical examination and CT scan, was found to have a recurrent ventral hernia associated with pain and increasing size, therefore the risk, benefits and alternatives of laparoscopic ventral hernia repair were discussed with the patient in detail. Description of procedure: ¿the patient was brought to the operating suite and placed in the supine position. Under general anesthesia, a three-way foley catheter was placed in her bladder. Her abdomen was prepped and draped in the usual sterile fashion with her arms tucked. An ioban steri-drape was placed over the abdomen. Direct visualization was used to enter the abdomen through an incision in the right upper quadrant and a 5 millimeter trocar was placed and insufflation was obtained. Multiple adhesions of bowel and omentum were noted to the previous midline incision. Two additional 5 millimeter ports were placed along the right lateral abdominal wall and the original 5 millimeter trocar was exchanged for a 10 millimeter balloon port. At this point, sharp dissection with scissors was used to perform adhesiolysis sweeping the small intestine down from the anterior abdominal wall. Care was taken not to use electrocautery near the bowel. Additionally, care was taken to inspect each piece of bowel and there were no identified bowel injuries. Dissection continued to clear the entire previous abdominal wall defect. Additionally, her previous ptfe mesh was noted. She was noted to have multiple small defects along her previous midline incision extending approximately 21 centimeters vertically and 9 centimeters horizontally. We continued our dissection down to the end of the defect in her pelvis. At this point in order to allow overlay of our mesh, the bladder was filled with 300 cc of normal saline through three-way catheter to identify the bladder. The peritoneum of the bladder was incised and the bladder was gently swept inferiorly for approximately 3 centimeters to ensure that we would not enter the bladder with suture placement. After this complete dissection, a sterile ruler was placed into the abdomen. Spinal needles were used to mark the anterior abdominal wall and again the defect was measured on the inside measuring 21 centimeters vertically, 9 centimeters at the superior portion of the horizontal measurement and 6 centimeters across at the pelvis. Therefore, an 18x30 centimeter gore-tex mesh was fashioned to fit the defect in each of four quadrants of the mesh. Gore-tex sutures were placed. It was then rolled and placed into the abdomen. The mesh was unrolled. A suture passer was used to pull the gore-tex sutures through the anterior abdominal wall giving us over a 4-1/2 centimeter overlap circumferentially around the defect. The mesh was then circumferentially secured with spiral tacks placed 1 centimeter apart around the circumference. Additionally, prolene sutures were placed around the circumference approximately 3 centimeters apart. After the mesh was completely secured, there was no laxity in the mesh. Again, the bowel was inspected for any evidence of bowel injury and there was none found. Hemostasis was excellent. At this point, the balloon port trocar site was closed with a figure-of-eight 0 vicryl suture. The abdomen was desufflated. The suture sites and trocar sites were infiltrated with a total of 30 cc of ¼ % marcaine with epinephrine. Trocar site incisions were closed with 4-0 monocryl suture. Trace abdominal suture sites were closed with steri-strips. Sponge and needle counts were correct. Sterile dressings were applied. The patient was awakened and taken to the recovery room in a stable condition.¿ 01/??/2003: [missing records: records for the CT scan showing ¿recurrent ventral hernia¿ were not provided.] (B)(6) 2003: (B)(6) medical center. Implant record. Implants: yes. Description: mesh, 1dlmcp07 dualmesh plus 20 x 30. Location: intra-abdominal. Manufacturer/catalog number/lot #: w.l. Gore & associates/1dlmcp07/01499676. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/01499676) was implanted during the procedure. (B)(6) 2013: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction. Procedures performed: exploratory laparoscopy, extensive laparoscopic lysis of adhesions. Assistant: (B)(6). Estimated blood loss: minimal. Drains: none. Complications: none. Specimens: none. Indications: ms. (B)(6) is a patient who presented with a history of repeated bowel obstructions over the last several months. We attempted conservative management, and although bowel was decompressed she did not regain gi function. I had a detailed conversation with the patient concerning her options, the risks, the possible complications, possible outcomes. This was done on the floor and again in preoperative holding. The patient wanted to proceed with surgery. Description of procedure: ¿the incision was made in the right upper quadrant and taken down sharply through the skin and subcutaneous tissues. The fascia was opened under direct vision and all three layers of muscle were split as we progressed. We were able to elevate the last layer of fascia and peritoneum and then sharply incised it. We entered the abdomen safely, insufflated the abdomen and noted no injury below where we had gotten in. The patient had adhesions to the mesh anteriorly. The obstruction appeared to be down closer to the pelvis. We were able to place two 5 mm ports on the right side of the abdomen and then began our adhesiolysis. We took the bowel down to the mesh, through the majority of the mesh and then went down the right lower quadrant. We began at the ileocecal valve, which was decompressed and kept tracing the bowel further and further back, taking down the adhesions as we went. We were able to roll the bowel back completely out of the pelvis after performing adhesiolysis. We tracked the intestine back down to the transition point and I continued more proximally indeed where the bowel was dilated. All this appeared to be in good order. Adhesiolysis was in very good order and there was no signs of any bowel injury or other problems. The patient tolerated all this very nicely. It looked as if the bowel obstruction would be completely resolved with the surgery that we had performed. There was no bleeding. There was no bowel injury and we completely examined the operative field twice. I closed the first port site with a figure-of-eight 0 vicryl suture. The 5 mm ports were removed under direct vision. We desufflated the abdomen. The patient tolerated all this very well. She was stable at the completion of the operation. The skin was closed with 4-0 monocryl and dermabond.¿ (B)(6) 2013: (B)(6) medical center. Intraoperative nursing record. Procedure: diagnostic laparoscopy, possible exploratory laparotomy, lysis of adhesions, possible mesh excision. Asa classification: sever systemic disease. Preoperative diagnosis: small bowel obstruction. Provider: (B)(6). Assistant: (B)(6). Operative procedure: diagnostic laparoscopy/lysis of adhesions. Postoperative diagnosis: small bowel obstruction. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 01499676. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2003 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on october 26, 2013, an additional procedure occurred. It was reported the patient alleges the following injuries: small bowel obstruction requiring an additional surgery on (B)(6) 2013. Additional event specific information was not provided.